Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to not retain the wire.

Event description:
It was reported that the device was sent in for testing. While in testing in house, it was determined that the small k-wire slips when drilling. There was no pt involvement and no allegation of adverse consequences associated with this event.